Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the implant quit communicating with the patient¿s remote and recharger. The patient stated they do not know who the current representative for their area was. They stated their device was implanted on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.